Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the cable fracture was confirmed during analysis.

Event description:
It was reported that the customer "often" experienced inappropriate external pacemaker operation, such as pacing failure, which was caused by the patient cable conducting wire fracture. The customer confirmed that all of the cable conducting wire fractures were in the connector leg of the generator side and judged it to be a design problem with the patient cable. The patient cable was replaced with another one and there were no patient complications reported as a result of this event.